Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of a patient reported that her daughter was experiencing blood in the pig tail of her infusion set. She stated she tested her blood glucose and it was 587 mg/dl. She reported that her target range is 150 mg/dl. Her symptoms included thirst and frequent urination. Her mother also reported that there were ketones in her urine measuring about 1.2. The mother of the patient reported that she changed her infusion site and gave her an injection of insulin to reduce her blood glucose value. The mother wad educated about site selection and the potential of inserting the infusion set into scar tissue, muscle or a capillary can cause blood to enter into the infusion set tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned.